Event description:
It was reported that during the implant attempt, the physician noticed that the is-1 connector pin was damaged. The lead was subsequently removed and a new lead was implanted. After removing the lead, it was noted that the helix was extended and bent, even though on flouroscopy, it had appeared to be retracted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the physician noticed that the is-1 connector pin was damaged. The lead was subsequently removed and a new lead was implanted. After removing the lead, it was noted that the helix was extended and bent, even though on fluoroscopy, it had appeared to be retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix was distorted/bent, and was pul led/stretched/overstressed, and the connector pin was also pulled/stretched/overstressed. The outer insulation was breached/cut, and blood was found on the proximal conductor. The lead appeared to have been damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.